Manufacturer narrative:
(B)(4). Date sent: 10/29/2024. Additional information was requested, and the following was obtained: **question:** was the device locked on tissue with the jaws closed? If yes, how was the device removed? **response:** yes, the customer reported that they disassembled the "gun" to open the jaw. Attached is a photo. **question:** what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? **response:** the customer reported that they tried the reverse button while activating the trigger, but it did not open. **question:** did the jaws eventually open? **response:** no, only after disassembling the "gun." **question:** is the current patient status known? **response:** @severiano, tadeu b. [Medbr] could you check and provide feedback on the current status of the patient? **question:** was there any patient consequence or change in the post-operative care of the patient as a result of the event? **response:** no, however, the procedure took a bit longer than normal.

Manufacturer narrative:
(B)(4). Date sent 11/18/2024 d4 batch #733c20 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the joint cover damaged, closure trigger, the closure trigger top and handle shroud broken returned inside a plastic bag and one gst60b reload was loaded in the device. The reload was received partially fired 1/16. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. In addition, a 12 mm trocar was received inserted in the shaft of the device and a second 12 mm trocar was received along with the device. No functional test was performed due the condition of the device. The events reported were confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 733c20, and no non-conformances related to the reported complaint condition were identified. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #733c20. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the joint cover damaged, closure trigger, the closure trigger top and handle shroud broken returned inside a plastic bag and one gst60b reload was loaded in the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. In addition, a 12 mm trocar was received inserted in the shaft of the device and a second 12 mm trocar was received along with the device. No functional test was performed due the condition of the device. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. Additionally, photos were provided and they showed the condition of the reported event. The events reported were confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 733c20, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Did the device cut the tissue? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure, endostapler stuck closed inside the patient, did not staple or open. They had to break the stapler in force to get him out of the patient. It was articulated and closed the low rectum and he stuck. Did not stapled. Nor did it open. Reverse did not work. The red down button can unlock the stapler. Surgery took about 1h more for the incident. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024 additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Resposta: sim, cliente informou que desmontou a ¿gun¿ para abrir a mandibula. Segue foto. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Resposta: cliente informou que tentou o botão de reverse, com acionamento do gatilho, mas não abriu. Did the jaws eventually open? Resposta: não, somente após desmontar a ¿gun¿. Is the current patient status known? Resposta: @(B)(6) [medbr] poderia verificar e dar retorno do status atual de como está a paciente? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Resposta: não, porém o procedimento demorou um pouco mais que o normal. Translation requested.